Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause cannot be determined.

Event description:
The event involved a plum set where it was reported that "when using the ICU plum administration set for drip infusion of a chemotherapy drug, two drops of chemotherapy drug fell from the white filter on the bottom end onto the bed sheet¿. Sample is not available for investigation. Sample photo was not provided. There was patient involvement but no report of patient harm.